Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize battery pack) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was corrupted date on the flash memory. The cause of the inability to recognize a battery pack is the corrupted data cannot be positively identified. No adverse event resulted from the corrupted data. The patient was issued a replacement battery charger.

Event description:
An (B)(6) male patient's wife contacted zoll customer support to report that the charger/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.